Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-7000-14 2.75 mm drill broke. While drilling into the glenoid using a 2.75mm drill bit, drilling over a 1.6 k wire and the tip of the 2.75mm drill bit exploded into six fragments. The patient was not affected.

Manufacturer narrative:
Additional information: the complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion and/or applying excessive force during use.